Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
Customer reports: the duotube (nasogastric tube) was discontinued by the registered nurse (rn). The rn noticed the metal end of the duotube was missing. The medical doctor (md) was notified and ordered a CT scan of the patients abdomen. The CT scan revealed no evidence of radiopaque foreign body or metallic portion of a nasal jejunal tube. There was no patient harm. Per additional information received on 05/30/24, according to the medical record, it is unknown if the product was inserted without the weighted tip or if the patient passed the weighted tip through stool. According to the medical record, the device was not replaced.

Manufacturer narrative:
Based on the information available to us, we were able to confirm the event, and determined that: the device history record (DHR) review of the reported lot number shows evidence that the product was released according to all established procedures and qa documentation. One product sample without the original packaging was provided by the customer. The sample was reviewed, and the tip of the tube is missing. The root cause and action plan will be documented through a formal corrective/preventative action which has been initiated to address the reported condition to mitigate any further occurrences. This complaint will be used for tracking and trending purposes. All information received will be used for further tracking and trending purposes.